Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced an infection at the abutment site (date not reported). Additional information has been requested but has not been made available as of the date of this report, jul 13, 2016.

Manufacturer narrative:
The correct model # is bia400, not ba400 as previously reported. The correct catalog number is 93330, not 9330 as previously reported. (B)(4).